Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer states the pump had died on them twice. The customer's blood glucose level at the time of incident was 80mg/dl. The customer states they had received replacement battery cap. The customer states the display returned and received power loss alarm. The customer was advised replacement battery cap would be sent and to monitor the device.